Event description:
Health care professional reported ever since 3-4 months after implant, the patient had been experiencing increased spasticity and would increase the patient's medication dosage with really no significant effect. An x-ray revealed a broken catheter. In retrospect, the health care professional feels the catheter may have broken 3-4 months after implant. The patient has no other reported withdrawal symptoms and is not on oral baclofen as this has never helped the patient in the past. The physician states the patient is scheduled to have the catheter revised sometime this week. A follow up report will be sent if additional information is received.